Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a button error. Customer confirmed that the time advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm or audio/beep anomaly noted during testing. Insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/liquid-crystal display keypad connector noted.